Event description:
It was reported that a tria ureteral stent was used in a ureteroscopy procedure. During the procedure, when the physician attempted to place the stent and removed the guidewire, the stent did not fully coil in the kidney. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of coil memory.

Manufacturer narrative:
Device code a04 captures the reportable event of coil memory. Upon receipt at our quality assurance laboratory, this tria ureteral stent underwent a thorough analysis. Visual analysis identified that the stent renal coil was kinked. The suture was also returned for analysis. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Based on the information available and analysis results, the reported allegation of coil memory was confirmed. Regarding the analysis, it is possible to conclude that the issue could be caused by operational factors, possibly by manipulation during the procedure have caused kinks. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was used in a ureteroscopy procedure. During the procedure, when the physician attempted to place the stent and removed the guidewire, the stent did not fully coil in the kidney. The procedure was completed with another same device and there were no patient complications reported.